Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported thathatg the right ventricular (rv) lead threshold had increased one month post implant. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #the full lead was returned and analyzed. There were no anomalies found. The distal electrode end was covered with blood. The lead insulation was breached cut, and had an out insulation cosmetic depression. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.